Manufacturer narrative:
A patient experienced an infection at the ipg site was reported to abbott. The ipg and extensions were explanted to address the issue. The infection is being treated with antibiotic beads. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05307. It was reported that the patient experienced an infection at the ipg site. As such, surgical intervention took place on 18oct2023 wherein the ipg and extensions explanted to address the issue. The infection is being treated with antibiotic beads.